Event description:
It was reported that the user experienced loss of cgm readings on the ilet after starting a new dexcom g7 sensor, and the user discovered the ilet cgm menu was set to dexcom g6 and then changed it back to dexcom g7, after which they were advised to wait for readings to resume. Symptoms included no cgm glucose data displayed on the ilet. Outcomes included temporary interruption of automated insulin dosing decisions due to missing cgm data. Investigation included customer interview, verification of cgm configuration on the ilet, and user education. Investigation of this case revealed a configuration mismatch between cgm type settings and the installed sensor, leading to loss of cgm signal to the ilet, which resolved after correcting the cgm selection and waiting for data to populate. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.